Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2025. To address high blood glucose, customer administered a correction bolus using the pump and did not require assistance from a third party. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. They resolved the occlusion issue by changing the infusion set and cartridge and resuming insulin.